Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was blue lighted by ambulance to hospital post experiencing multiple episode of non-sustained ventricular tachycardia (vt), then two monitored episodes of unstable, sustained ventricular tachycardia (vt), requiring medical cardioversion with intravenous (IV) magnesium, followed by external defibrillation cardioversion. The right ventricular (rv) lead exhibited possible undersensing during this arrhythmia. The rv lead remains in use. No further patient complications have been reported as a result of this event.